Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified coronary artery. A 4.00 x 16 synergy drug-eluting stent was advanced to treat the lesion. It was then noticed under angiography that the stent was not mounted on the stent delivery system. The stent could not be found inside the patient. It was then noted that the stent remained in the hoop. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had detached from the delivery system and was severely damaged with struts distorted and stretched. The maximum stent profile was within specification. The stent protector inner diameter was measured and is within the specified inside diameter of the stent protector specification. It can be determined that the stent protector was not too tight on the crimped stent provided the correct removal of the stent protector was used. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the two components. Based on the event description and analysis results; it is most likely that stent detachment occurred during the preparation and handling of the device. The balloon body was reviewed and no issues were noted with the overall balloon. Crimp markings were evident on the balloon wall. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several kinks across the length of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified coronary artery. A 4.00 x 16 synergy¿ drug-eluting stent was advanced to treat the lesion. It was then noticed under angiography that the stent was not mounted on the stent delivery system. The stent could not be found inside the patient. It was then noted that the stent remained in the hoop. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.